Event description:
Reporter woke up in middle of night, blood glucose had risen from 140 to 480. Calculated insulin ratio and dialed up dose on htron v100 insulin pump. Glucose rose to 530. Reporter phoned dr, and went to e.r., hospitalized for three days. Dehydration from vomiting as well as low platelet count from medication made treatment difficult.